Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, dysfunction, inflammation, loss of range of motion, metallosis and metal poisoning. Legal counsel further reports patient underwent a left hip revision on (B)(6) 2013 and a right hip revision on (B)(6) 2013. A review of invoice history confirms the modular head and taper adaptor were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-00148 / 00149 & 00159 / 00160).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, dysfunction, inflammation, loss of range of motion, metallosis and metal poisoning. Legal counsel further reports patient underwent a left hip revision on (B)(6) 2013 and a right hip revision on (B)(6) 2013. A review of invoice history confirms the modular head and taper adaptor were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information in patient medical records revealed left hip revision was performed on (B)(6) 2013 due to pain, metallosis, and synovitis. The patient's operative report noted scarring, debris, synovitis, corrosion, and metallosis. Additional information in patient medical records revealed right hip revision was performed on (B)(6) 2013 due to pain and elevated metal ion levels. The patient's operative report noted synovitis, black metallosis, tissue reaction, and trunnionosis.